Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the c-clip for the universal flat panel yoke (landscape orientation) has fallen off. As a result, the monitor is currently being held up by the attached cables, which pose a safety risk. There were no reported injuries or adverse consequences.

Manufacturer narrative:
On (B)(6) 2025, it was reported by the customer that the monitor mount was missing the c-clip, which secures the mount to the spring arm. This resulted in the monitor mount being secured only by cabling. Onsite investigation by stryker personnel found that the stop in the spring arm had broken, resulting in the monitor arm being able to rotate beyond 360 degrees. The technician replaced the spring arm and the flat panel yoke with new components, which resolved the issue. There was no reported patient involvement, impact, or adverse event. The most likely root cause is normal product wear, with a secondary cause of customer abuse. These failures resulted in damage to the suspending components of the flat panel, ultimately resulting in the device falling. This is supported by the device history and investigation, with asset records indicating that the affected part was shipped to the customer on 15 november 2011. Further the onsite investigation found that the product's mechanical stop had been broken. This component suffers regular impacts as it limits the rotation of the flat panel, over time these impacts can result in damage and failure to this component. Stryker tests and certifies stop functionality for 10 years of predicted use. 14 years of usage well exceeds the expected lifetime of the device, indicating failure is likely due to device wear. This identified failure mode does not currently exceed any threshold and will continue to be monitored.

Event description:
It was reported that the c-clip for the universal flat panel yoke (landscape orientation) has fallen off. As a result, the monitor is currently being held up by the attached cables, which pose a safety risk. There were no reported injuries or adverse consequences.